Event description:
Per the clinic, the patient was experienced a fall which require an MRI. Prior the MRI, the patient having a burning sensation and has developed a swelling along side the top right side of the coil. The patient's head was wrapped as recommended by cochlear. Subsequently, a magnet dislodgement was identified during imaging conducted (date not reported). Surgery to replace the magnet has been completed under general anaesthesia on (B)(6) 2025. The implanted device remains.